Event description:
It was reported that this right ventricular (rv) lead exhibited high shock impedances out of range. Technical services (ts) discussed trending and recommended to monitor and if trending gets higher recommended to consider doing a delivered shock. This rv remains in service. No adverse patient effects were reported.